Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 16-may-2024, it was reported that patient faced infusion set popping out from site event. Insertion site was at abdomen. Blood glucose levels were just below 293 mg/dl at the time of event. The set was in use for three days. No further information available.